Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-05147. It was reported that the burr became stuck with the rotawire. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery (lad). During the procedure, a non bsc imaging device was advanced, but was unable to cross the lesion. A rotalink 1.50mm was then advanced over the rotawire floppy and ablation was performed. The lesion was then able to be observed with the imaging device. The 1.75mm rotalink plus was then advanced into the guiding catheter; however, resistance was encountered and the burr became stuck on the rotawire. The burr and the rotawire were removed from the patient as a unit. The lesion was then dilated with a 2.5mm non bsc balloon catheter several times. The lesion was observed with the imaging device to confirm the calcification was broken up and a 3.0/15 non bsc stent was deployed to complete the procedure. No patient complications were reported and the patient's condition was good.